Event description:
It was reported that the customer had difficulty fitting the cartridge onto the pump. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.